Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and pacing inhibition. A surgical revision was performed. The lead was partially explanted as it broke apart when attempting to explant the lead. A new lead was implanted. No additional adverse patient effects were reported.